Manufacturer narrative:
Submit date: 08/2/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
T was reported to covidien on 07/22/2016 that a customer had an issue with a chest drainage unit. The customer states when opening the product for a pediatric surgery they realized that the connector to the tube was broken.

Manufacturer narrative:
An investigation of the reported condition was performed. The complaint report indicates that no sample is available in connection with this complaint report. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to determine the root cause(s) of the reported condition or implement any corrective action(s). Unfortunately without a sample we are unable to confirm the reported condition if a sample should be returned at a later date this complaint will be reopened and the investigation updated to reflect our findings. The most probable root cause is that the vessel was damaged during transport. During the manufacturing process, units are 100% functionally tested to ensure that they function correctly, all defective vessels are discarded. The complaint has been uploaded into the complaint system with 15g1017jzx as the product lot number but this lot number is not a valid lot number and although several attempts have been made to retrieve the correct lot number, it has not been made available for the investigation. As a result of this the device history record (DHR) and trending on the lot number cannot be performed at this time. If the lot number becomes available the complaint will revisited. Based on the above no further action is required at this time. The associated data will be fed into the risk management quarterly report.